Event description:
It was reported that they were having a catheter issue, "unknown." Healthcare provider (hcp) was unable to withdraw cerebrospinal fluid (csf) during a dye study. It was further added that patient had fallen and taken a hit on the pump of the toilet as he passed out and since then had increased pain; patient had less than 50% therapy relief. It was stated that patient needs a "catheter revision." Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information was received. It was reported that the patient had a catheter replacement on (B)(6), but there was no known patient outcome.

Manufacturer narrative:
Catheter model: 8709sc, serial #(B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2002, explanted: unk. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type catheter. Final analysis of the catheter found a user-related hole in catheter body. Four cuts were found on the body of the catheter, but pressure testing revealed only one penetrated deep enough to cause a leak. It was unclear how the cuts occurred or if they occurred before or after explant. There was also a occlusion of dried blood or drug that may have been related to the drug no longer traveling to the distal tip of the catheter.